Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system displayed an error 319 pointing to the universal surgical manipulator 3 (usm3). The technical service engineer (tse) guided the customer to hard power cycle the system, but the error returned. The customer disabled the usm3 and continued the case. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the system was checked at start up and there were no errors present. The customer was able to complete the case with the remaining three arms.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on in-house system in normal mode where it was noticed to have a damaged rolling loop fiber & logging error 319. Unit was also tested on patient fixture test platform (pftp) where it failed fiber test. A golden rolling loop fiber was installed & unit passed on retest. Root cause is attributed to defective component. The rolling loop assembly led to error 319.

Event description:
Refer to h11 for follow-up information.